Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on his skin near his ribs. Patient reported that the area was itchy. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use sarna cream and an over the counter antifungal cream called "lotrimin". Follow up indicated that the skin is getting better.